Manufacturer narrative:
(B)(4). The device or applicable imaging studies have not been returned to the manufacturer for evaluation. We are unable to determine cause of the event.

Manufacturer narrative:
Macroscopic and optical examination confirms the lock washer is broken in one location. The washer fracture appears to be a fairly brittle fracture at the base of the locking ring, with rays emanating from the lower left portion consistent with overload. The breakage of the two bone screws may have allowed additional movement of the screws, resulting in back out of the broken screws, placing additional load on the lock washers until subsequent breakage. The above observations are consistent with overload.

Event description:
It reported in the operative notes that the patient with c5-6 and c6-7 disc herniation underwent surgery for c5-6 and c6-7 acdf with allograft bone and 42.5mm anterior cervical plate and screws. No additional information was provided.

Event description:
It was reported that the patient underwent spinal surgery of implant of anterior cervical plate and screws at c5/6 and c6/7. Reportedly sometime post-op, the plate's locking mechanism broke, and one or more of the screws backed out, and some of the screws were broken. The patient underwent revision surgery approximately one year after the initial surgery to remove the plate and screws. The broken screws were only partially removed. The patient reported severe pain and stated that a non-union may have occurred.